Event description:
A report was received on 04 apr 2025 from the nurse of a 56 year old male patient with a medical history including end stage renal disease, who stated the patient was itchy approximately forty-five minutes into a hemodialysis treatment on (B)(6) 2025. Additional information was received on 09 apr 2025 from the nurse who stated the patient also experienced hives on his upper body and was administered 50mg intravenous diphenhydramine (benadryl). Per the nurse, the patient continues to treat with nxstage.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. The patient experienced an event consistent with a hypersensitivity reaction with the same device model number on one additional date. The event on (B)(6) 2025 is documented in MFR report # 3003464075-2025-00068.